Event description:
User facility mandatory medwatch received that stated: "pt's mother called rn to room stating pt IV tubing became disconnected. Upon investigation, noted aminosyn line to have broke from green connector portion." Upon further query the following info was provided that indicated a separation. The extension set was connected to the pt's peripheral access site and was being used to deliver an unspecified concentration of aminosyn a an unspecified rate. After an unspecified length of the time in use, leakage was noted. It was reported that the tubing set had "broke at the green connector." The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch was received on (B)(4) 2010. (B)(4). One used device was received and evaluated. Testing found the tubing was separated from the arm of the distal prepierced reseal y-site. This was due to insufficient solvent application. Mfg personnel at the mfg facility will be informed of the correct solvent application method during the mfg process. This report represents all the info known by the rptr upon query by hospira personnel; (B)(4).